Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported during a presentation that he had multiple patients with endothelial cell loss after having a glaucoma stent implanted. There has been multiple reports from this facility in the past few months. The surgeries were performed from (B)(6) 2009 to current day. Additional information has been requested.